Event description:
Additional information received indicated the patient was ¿fine.¿

Event description:
It was reported that the lead malfunctioned and gave no response. The ¿jhook and ground pad¿ were changed and that did not change the response. A second lead was opened and worked great. The initial lead did not appear damaged or defective visually. This was a stage 1 implant so impedances were not checked.

Manufacturer narrative:
Product ID 3889-28, lot# va081xy, implanted: 2013-(B)(6).

Manufacturer narrative:
(B)(4).